Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 4x28mm promus premier drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent pushed off the balloon onto the shaft during entry into a 6f non-bsc guide extension catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found the stent damaged with struts along the entire length of the stent distorted, lifted from the stent profile and stretched. The stent moved proximally off the balloon and on the outer extrusion. The product stent protector was not returned for analysis. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the stent protector and the crimp stent. The balloon cones & balloon main body were reviewed and analysis suggests that the balloon may have been subjected to positive pressure. The balloon wings were opened out from their folded positions with solidified contrast media evident inside the balloon chamber. Crimp markings were less evident on the balloon wall. Crimp markings are less pronounced on the balloon wall if a balloon has experienced positive pressure. An inflated balloon tends to reduce the pillowing effect caused during the stent crimping process. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was further reported that the target lesion was located in the right coronary artery.

Manufacturer narrative:
Name prefix corrected from ms. To dr. First name corrected from (B)(6) to none. Last name corrected from (B)(6). Event date and describe event or problem updated. (B)(4).

Event description:
It was further reported that the target lesion was located in the right coronary artery.